Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: this complaint concerns a patient with taa. The user had difficulty advancing the second device hereafter the procedure was aborted due to patient condition. The device was taken out of the patient and right external artery spasm was noted. Per customer complaint, it was unknown if the reported spasm was device-related or not. No imaging or product was provided for the investigation why it has not been possible to investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation after further information is received. No evidence the product was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2017, an (B)(6) male patient underwent tevar. Approach was gained from the right cfa. There were two aneurysms of the thoracic aorta, but the patient was suitable for the procedure. First, the proximal aneurysm was treated with placing tx2 (zteg-2pt-36-197-pf/e3530212 (outer diameter (o/d): 8.5mm), then placing kawasumi's najuta above the tx2. Next, the delivery system of zteg-2p-28-120-pf/e3377674 (outer diameter (o/d): 7.7mm) was inserted in order to treat another aneurysm in the distal site, but it would not advance. Since it was strange that the delivery system with o/d 7.7mm could not advance although larger one with o/d 8.8mm could, the physician removed the zteg-2p-28-120-pf from the patient, then noted what appeared to be the right eia spasm. Though it was unknown if the spasm was device-related, the physician had no choice but stop the procedure because patient's respiratory function was bad and spasm seemed unable to be resolved. No further treatment was conducted. Patient outcome: there have been no adverse effects to the patient reported.